Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) system error 2240 (air in line). The caregiver (cg) stated that the patient line connector came apart from the tubing. The patient was involved but there was no patient injury or medical intervention reported. Baxter was contacted by the caregiver on (B)(6) 2011. The caregiver stated the following: the cause of the alarm was unknown. Therapy had been going fine since the events and there was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. The set was placed on the machine for priming and run with no alarms noted. The set was then tested underwater at 8 psi with no leak noted. No manufacturing abnormalities were noted during visual inspection. The complaint could not be confirmed in the lab and the cause was undetermined.